Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnected mode. Upon initial inspection, a field service engineer (fse) found the station displayed a disconnected icon. Inspected the network cable, which was labeled as cat 6. Replaced the cat 6 cable with a cat 5 and rebooted the station. Station successfully reconnected to the server afterwards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had device in disconnected mode and offline in rss. The device had been in a disconnected state since december 28. Pharmacy and or staff attempted multiple restarts, but the issue persisted. The ethernet cable was connected to the pyxis and the correct wall port, and it did not appear damaged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.